Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: fu 1, 2, 3, 4 processed together.quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('had the same: bleeding so bad/5 days of heavy to 3') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("never start around same time") and weight loss poor ("gained weight and could not loose them") and was found to have weight increased ("gained weight and could not loose them"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia was resolving and the menstrual disorder, weight increased and weight loss poor outcome was unknown. The reporter considered menorrhagia, menstrual disorder, weight increased and weight loss poor to be related to essure. The reporter commented: gained weight and could not loose them. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia, menstrual disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media content received: new event 'gained weight and could not loose them' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('had the same: bleeding so bad/5 days of heavy to 3') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menstrual disorder ("never start around same time"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia was resolving and the menstrual disorder outcome was unknown. The reporter considered menorrhagia and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia, menstrual disorder . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Previously added event medical device removal was replaced to new event bleeding so bad. Reporter was added. On 23-mar-2020: social media received. Reporter information added. Event : never start around same time added. Outcome of menorrhagia updated. On 23-mar-2020: social media received. No new significant information was added. Reporter was added. On 6-apr-2020: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.